Manufacturer narrative:
Initial reporter address 1: (B)(6). Device evaluated by MFR.: a promus elite ous mr 38 x 3.50 stent delivery system was returned for analysis. A visual examination of the stent found stent damaged with struts in proximal region lifted and pulled distally. The stent showed no signs of movement and was set between the proximal and distal marker bands. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion.

Event description:
Reportable based on device analysis completed on 29-mar-2022. It was reported that crossing difficulties were encountered. The 65% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. A 38 x 3.50 promus elite drug-eluting stent was advanced for treatment, but the device could not cross the lesion. The device was removed and the procedure was completed with a non-boston scientific stent of the same size. There were no patient complications reported. However, returned device analysis revealed stent damage.